Event description:
It was reported to boston scientific corp that a pt underwent a therapeutic hydrothermal ablation (hta) procedure that occurred in 2008. According to the complainant, approx five minutes into the ablation stage a fluid loss alarm occurred with a rate of 10 cc per minute. The pt complained of feeling a burning sensation, the physician then removed the sheath prematurely. A boston scientific rep, who was present during the procedure, instructed the staff to put saline into the vagina. The physician examined the pt and did not note any burns. Post procedure on the following month, the pt contacted the physician's office complaining of discomfort. The physician performed an exam and noted a 3rd degree cervical burn. The pt's burn was treated with clindomiycin and metrogel. The pt's condition is reported as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; as it was disposed of, therefore, a failure analysis is not available. We are not able to determine the relationship between this device and the cause for this event.